Event description:
It was reported that a dissection/perforation occurred. A concomitant case was being performed for a pulsed field ablation (pfa) and left atrial appendage (laa) closure procedure using versacross connect laac kit. The pfa was completed with no issue. During the exchange of the pfa sheath for the was sheath, the was sheath would not advance past the common iliac artery. The physician panned the table to look at the insertion site under fluoroscopy imaging and saw the was sheath was prolapsing down and was not in the right vein. The physician pulled the was sheath back out of the patient, however the versacross connect (vcc) mechanical guidewire would not come back. The physician tried pulling the guidewire and it was stuck in a side branch of the common iliac. It was suggested using a crossing catheter to straighten and follow the wire so it could be removed, however the physician was not comfortable doing so. The cardiovascular surgeon was called, and the surgeon was able to remove the wire with the crossing catheter with no issue. A slight dissection of the small branch occurred. No intervention was required as it was determined that it will heal on its own. The physician concluded that the dissection occurred when the watchman trusteer access system was loaded onto the mechanical guidewire and advanced into the access site. Upon realizing that the sheath could not advance and observing under fluoroscopy that the sheath was in an incorrect location, it was immediately removed. There was no further patient complications reported, and the patient was discharged home the next day. Laa closure will be rescheduled at a later date. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.